Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an atrial tachy response episode with far-field oversensing. No changes were made and the ICD remains in service. No adverse patient effects were reported.